Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the orthodontist recommended to go on braces treatment because the aligners have damaged the teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.